Event description:
Reference (B)(4).

Manufacturer narrative:
More information surrounding the event has been sought. A supplemental medwatch will be provided when investigation is finished. Reference exemption number: (B)(4).